Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Customer was unsure of the blood glucose value; however, believed blood glucose level to be elevated. Reportedly, the customer had an alternate pump for insulin therapy available.